Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. She observed fluid emanating from the connection between the solution bag and the tubing set. During follow up the patient's pd nurse reported that her effluent was clear. She did not have signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.